Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred while in the hemodynamic department during insertion. The hemodynamic inserted the intra-aortic balloon (iab) and when connecting to te pump the blue fiberoptix sensor (fos) did not have any signal. As a result, the iab was removed. A new iab was inserted via the same insertion site successfully. The iab was checked with two different consoles and it did not have any signal on either. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was an approx 5 minute delay or interruption in therapy with no harm to the pt. Updated info received stated that the pt outcome was normal evolution of the pt. The instructions for use were followed correctly. They did have the fos connection during product prep. There was a second iab inserted via the same insertion site successfully. The sheath used was the one included in the kit. There was one alarm that occurred, "no f.o. Detected." It was noted that the two pumps that were tried were iabp serial #(B)(4).